Manufacturer narrative:
Literature summary: 2/2 memory decline after litt. Post procedure neuropsychological studies revealed interval declines in verbal memory and semantic verbal fluency by greater than one standard deviation compared to baseline performances. Memory decline greater than 2 standard deviations from baseline; 1/2 had increase in seizures post-litt that were attributed to low AED levels. This publication did not distinguish whether the adverse events reported resulted from a monteris medical product. This submission is being made as a conservative approach in the event some or all of the adverse events reported resulted from a monteris medical product.

Event description:
It was reported that following an ablation procedure multiple patients experienced a neurological deficit. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.